Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as (B)(4). A review of all batch record documents will be performed for potentially associated lot number(s) h13i27074 and h13k09020. Should additional information become available, then a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by bloody and cloudy pd effluent, and a high white blood cell count (wbc's). The patient was hospitalized on the same day and treated with meropenem intravenously (IV) (1000 mg, daily) for peritonitis. Seven days after the hospitalization, the patient was discharged from the hospital. The patient continued meropenem via a peripherally inserted central catheter (PICC) line for two more weeks. After two weeks, the treatment with meropenem was discontinued. Twelve days after discontinuing treatment, the patient was re-admitted to the hospital and was diagnosed reoccurring peritonitis manifested by cloudy effluent. On the same day, the patient again treated with meropenem intravenously (IV) (1000 mg, daily) for peritonitis. Six days later, the patient was discharged from the hospital and continued meropenem at home. The patient was recovering from the peritonitis. On an unreported date, pd therapy was discontinued. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13i27074 an h13k09020 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.